Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed the centering screw has come loose from the shaft which caused the reported event. Further evaluation also revealed a noisy bearing and a dirty adapter sleeve. A most likely cause is attributed to damage from repeated use / wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the clamps are no longer holding. The problem was noticed after surgery. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.